Event description:
The plastic is cracked on the tibial inserter.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture. The impactor exhibits gouges on the impaction face indicating the impactor was not properly aligned prior to impaction, indicating misuse. The root cause is being attributed to misuse through misalignment. Trends are currently being monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).